Event description:
It was reported that at 67,121 joules of use while using the surgical fiber during a prostate procedure, an expired fiber message was continually rec'd. The procedure was completed using a second fiber. Pt outcome: "no pt injury."

Manufacturer narrative:
Fiber analysis: the fiber was found to have a circumferential fracture of the glass cap distal to the fiber/cap fusion zone; the fiber proximal to the fracture was found to rotate independently of the metal cap. Severe devitrification of the glass cap and mild detritus was also observed. The identified issues may activate the laser systems fiberlife function which will modulate the power showing a pulsing beam or the system will revert to standby mode. The fiber issues may also result in a forward-firing condition of the side-firing surgical fiber. The most probable root cause of the device issue was suspected to be related to localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure, limiting the performance of the fiber.